Event description:
It was reported that while in the cl the md used a sheath to insert the iab via the "right groin". The iab would not inflate and the pump was alarming unwrapping/kink. As a result, the iab was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.